Event description:
Customer called to report having had high blood glucose levels (bg's) despite bolus insulin doses. Reviewed pinching up skin during application with the customer. He stated that he didn't think the cannula was in the right tissue. The customer's bg's ranged 94-422 mg/dl while wearing the pod. He deactivated this pod and started a new one successfully. In a follow-up call to the customer, his bg's had come back down. No further issues were identified.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.